Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and differences between blood glucose and sensor glucose values. The customer reported blood glucose value of 40 mg/dl and sensor glucose values of 80 mg/dl at the time of event. The event involved product(s) mmt-1880, mmt-332a, mmt-396a, mmt-7020la. Troubleshooting was not performed. Customer was dissatisfied with the continuous glucose monitoring provided with the insulin pump. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The difference between sensor glucose and blood glucose values was not within acceptable range. No further patient complications were reported. No product return is required for mmt-1880, mmt-332a, mmt-396a. Mmt-7020la was requested and customer response was the device will be returned.